Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed incomplete sealing of the packaging. The reported condition was verified. The cause of the reported condition was determined to be a manual assembly issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Occurrence date was (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of a clearlink continu-flo solution set was unsealed before opening. There was no patient involvement. No additional information is available.